Event description:
It was reported that this pacemaker system was suspected of exhibiting intermittent loss of right atrial (ra) lead capture. The patient reported fatigue since system implant. Technical services (ts) was consulted and provided reprogramming options as cross chamber blanking was noted. Ts provided evaluation options. This pacemaker system remains in service. No adverse patient effects were reported.